Event description:
A vein graft was performed using a coupler and a flow coupler in a revision of a head/neck procedure, however, the flow coupler did not have a signal. Another flow coupler monitor and cord were used, but a signal was not found. The flow coupler was left implanted and the surgery was concluded. At an unknown date post-op, the flap was lost. The surgeon was a new user of the flow coupler device.

Manufacturer narrative:
The flow coupler device involved in the incident was not returned for evaluation, and therefore functional testing could not be performed. A review of the device history record was not possible since the lot number and unavailable. Same reporter and event as the following manufacturer report number: 2183620-2012-00088.